Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018 the patient implanted with the subject device underwent MRI examination. The pacemaker was programmed in MRI mode. Once the exam was finished, it was reprogrammed to normal mode. Atrial lead polarity was unexpectedly changed to unipolar configuration. Therefore, it was reprogrammed to bipolar configuration.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018 the patient implanted with the subject device underwent MRI examination. The pacemaker was programmed in MRI mode. Once the exam was finished, it was reprogrammed to normal mode. Atrial lead polarity was unexpectedly changed to unipolar configuration. Therefore, it was reprogrammed to bipolar configuration.